Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Patient identifier was not provided.

Event description:
It was reported from general medicine that there was an order for heparin to infuse at 1,050 unit/hr (21ml/hr), but it was programmed as 21 units/hr (0.4ml/hr). The soft limit warning in the IV pump was overridden. Patient was under infused with heparin for 1 hour before the error was caught. It appeared to the clinician that the ml/hour was listed first, and it caused confusion when programming the device. The customer confirmed that the issue was due to a user programing error and not a specific device issue. The event did not result to any adverse effects to the patient.